Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was "around 200 mg/dl". After the alarms, the customer would resume insulin deliver without changing the supplies on the pump. A bolus was delivered to address the bg level. A cause of the past occlusions could not be determined. A system check was performed using the current supplies on the pump and pump was found to be functioning as expected. The cannula was not found to be damaged. The customer used a new infusion set and successfully resumed insulin delivery.